Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a peritoneal dialysis (pd) transfer set and a solution bag which resulted in a leak. The event was further described as ¿the pipe (tube) of the solution was left hanging when the catheter connection disconnected¿ and ¿solution spilling on the floor¿. This was observed during filling for continuous ambulatory pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.